Manufacturer narrative:
Further information surrounding the reported event has been sought and the involved catheter has been requested for investigation. A supplemental medwatch will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a blood leakage occurred at the luer lock connector where the catheter is connected to the pressure monitoring kit. According to the report, the amount of blood that leaked was described as, "a bit". There was no patient injury reported. (B)(4).

Manufacturer narrative:
(B)(4). The involved catheter was returned for investigation. The reported problem could be confirmed during investigation. A stress test was performed and resulted in a brittle fracture, which indicates the use of organic disinfectants. As this is not indicated according to the product's IFU, this is seen as a handling error by the user, not following the IFU. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
(B)(4).